Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the manipulator controller ergo base (mceb) and the arm rest motor cable to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported ergonomics function was not responding on surgeon side console (ssc)1, while ssc2 operated normally. Investigation revealed a history of error 23062 being recovered on ssc1, which suggested that the ergonomics feature may have been disabled due to this error. Guidance was provided to restart the system, when possible, but this action could not be taken immediately. Subsequently, error 23062 reoccurred on ssc1 after a power cycle and was recoverable. Analysis of the logs showed that the error, involving the ssc1 armrest motor, had retried three times. The user was advised to primarily utilize ssc2 for the time being. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The following additional information was obtained from follow up response: there was no injury or harm to the patient. The manipulator controller ergo base (mceb) serial number (B)(6) was returned and evaluated by the failure analysis (fa) team. During failure analysis, the ergonomic error 23062 was confirmed but not replicated. A review of lighthouse logs revealed error 23062, confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. At bench test dv commander was utilized to verify the proper function of both the hss and the armrest motor/brakes; no anomalies were observed. A digital multimeter (dmm) was then used to measure voltages throughout the armrest motor and brake circuits. All measured values met specification, and no issues were detected. The mceb was installed in a reference (golden) system and demonstrated expected performance. Ten consecutive power cycles were performed, with all ergonomic functions physically verified for proper operation after each cycle. The mceb subsequently idled in the golden system for 3 hours without incident. Based on these results, failure analysis determined that no root cause could be attributed to the reported events. The mceb (B)(6) was returned for failure analysis, and the physical damage issue was able to confirm and replicate. In via lighthouse log reviews, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, the lift brake motor connector j4 is broken. The dv commander program was used to verify hss functionality, and no issues were detected. Subsequently, a digital multimeter (dmm) was used to measure voltages across the armrest motor, vertical column, lift, in/out, and brake circuits, as well as to check for shorts in the hss and mosfets (q100¿q103). All measurements were within specification. The mceb was not installed on a reference (golden) system for testing, due to broken connector j4. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a j4 lift brake motor connector on the mceb.

Event description:
Refer to h11 for follow-up information.